Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The pt obtained a 195 mg/dl and 143 mg/dl; 161 mg/dl and 132 mg/dl; and 167 mg/dl and 123 mg/dl on their meter, each set performed 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl; however, the customer service representative discovered that the pt's test strips were damaged. The pt neither alleged harm nor experienced injury or medical intervention. Based on information supplied by the pt, there is an indication that the product malfunctioned and that the events meet the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's test strips were replaced.